Event description:
Doctor was preparing to perform prostate surgery. When looking at monitor, doctor noticed they had poor visualization, so they replaced subject scope 27005b. Visualization was still not great, so they replaced light source and view got better. Then the doctor noticed a green spark on the monitor. They changed out laser, but green spark still showed. They then turned down intensity of light source, but still did not have good visualization. Due to these various issues, the doctor aborted procedure. Procedure was rescheduled in 2008 and completed with no impact on pt.